Event description:
It was reported that during unpacking for a percutaneous coronary interventional (pci) procedure, it was observed that the stent had moved on the balloon. The physician observed that the 3.00x24mm liberte bare metal stent had "dislodged a little bit distal" when the device was removed from its packaging. The physician decided not to use this device and successfully completed the procedure with another of the same size liberte bare metal stent. The device did not come into contact with the pt and the pt condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.